Event description:
It was reported that the patient heard beeping from this subcutaneous implantable cardioverter defibrillator (s-ICD) system and presented to the hospital. Upon interrogation, it was found that there was a high impedance alert for impedance greater than 400 ohms, which was high out of range. Also, there was oversensing of noise which resulted in an inappropriately stored atrial fibrillation (af) event. A lead conductor fracture was suspected. This s-ICD system was deactivated then explanted. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed passed on the sense b cable indicating conductors are intact but visual examination determined the fracture was located approximately 325mm from the terminal pin, on the sense a and high voltage cables. The shock coils were found to be stretched out and cut in two places with tool marks present. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the patient heard beeping from this subcutaneous implantable cardioverter defibrillator (s-ICD) system and presented to the hospital. Upon interrogation, it was found that there was a high impedance alert for impedance greater than 400 ohms, which was high out of range. Also, there was oversensing of noise which resulted in an inappropriately stored atrial fibrillation (af) event. A lead conductor fracture was suspected. This s-ICD system was deactivated then explanted. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.